Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose reading of either 321 mg/dl or 500 mg/dl on the reported meter; she was unable to provide the specific result. The patient claimed this reading was inaccurately high compared to her expected values. Based on this reading, the patient took 20 units humalog insulin according to her sliding scale. The patient manages her diabetes with humalog insulin on a sliding scale, lantus insulin 60 units, and the oral diabetes medication metformin 2000 mg/day. Five minutes afterwards, the patient experienced the symptoms of feeling tired and lightheadedness, and she passed out. A family member contacted emergency services. Paramedics arrived at 2:00 pm and tested the patient¿s blood glucose level to be 40 mg/dl. The patient was transported to the emergency room, where her blood glucose level was tested to be 20 mg/dl. The patient was admitted to the hospital for three days with a diagnosis of diabetic coma. The patient was treated intravenously with glucose and was also treated with glucagon injections. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received emergency medical attention, treatment and hospitalization for diabetic coma. Therefore this complaint is being reported.